Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and radiculopathy . The patient stated that beginning around (B)(6) they were unable to turn their stimulator on using their patient programmer and could not see their programs. They can charge their ins with their recharger but when they use their programmer to turn the im plant on, it will not turn on. They do not see any of their programs on their either. They think they had an a, b, and c program on the patient programmer. The patient did not have their patient programmer with them at the time of the report but noted that it just gives them an error reading; almost looks like it is unable to pull up the programs. The patient would call back for further troubleshooting once they had their patient programmer. They also noted that they have an appointment within the next two weeks with their pain management healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-jan-24 indicating that the patient has not been evaluated since 2016. Additional information was received from the hcp on 2018-feb-06. The cause of the inability to turn the stimulator on and not seeing the programs was not clearly identified. There was a suspected implantable neurostimulator (ins) depletion. The ins was interrogated on 2018 (B)(6). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they had poor communication on programmer and reposition antenna on recharger. The patient thought they saw a different message before and indicated messages were seen in november. Patient was advised to follow up with their health care provider for possible overdischarge. No further complications reported at this time.